Manufacturer narrative:
Result: fowler components.

Event description:
It has been reported that the fowler is stuck at ninety degrees and is not going down. The distributor reported that they tried moving it down through manual CPR but it is not moving. The distributor reported that on checking, they found the fowler shaft stuck. No adverse events or consequences have been reported.